Event description:
It was reported that the patient had a loss of therapeutic effect the day before reported event date. The patient was up during the night quite a bit to go to the bathroom. Caller reported seeing the message that the batteries in the patient programmer were low. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r6pk, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).